Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that customer's insulin pump has a crack on the display and the battery compartment. The drive support cap appears normal. Customer does not know how the damage occurred. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.